Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the manufacturer representative (rep) on (B)(6) 2015 indicating that they were not able to interrogate the system. The patient was unable to recharge and was only getting at most 2 couplings bars when trying to recharge their ins. They had tried everything in regards to a belt, tight clothing, etc. They even tried pressing up against the antenna to see if they would get better coupling but was unsuccessful. They were able to communicate with the patient programmer and clinician programmer. The programmer was showing the ins was discharged and needed to be charged. The clinician programmer was stating the same. Attempt at antenna locate feature did not resolve. The range they got was 28-42 and the highest they could get was 40. The patient did have access to another recharger to charge the ins and this did not resolve. The rep also had an ins and tried using the patient's recharger on her ins and the coupling was much better. The patient had already had a new recharger sent and they were certain it was not the recharge. There was a pocket issue related to the ins, it was tilted. The ins felt very lumpy as if the leads were in front of the ins. The ins felt like it could be possibly moving in the pocket site. The patient had also lost weight recently. The patient had been hospitalized on (B)(6) 2015 for vascular surgery. It was confirmed to be unrelated to the spinal cord stimulator therapy. The patient had not falls or trauma. The coupling issues had not yet been resolved. The physician had ordered imaging, x-rays, to determine if the generator had flipped. The ins appeared to have moved and flipped, this was consistent with the recharging coupling issues. It was also noted by the health care professional (hcp) that the ins was flipped and they were unable to recharge. The diagnostics performed included " xr". The patient was scheduled for an ins revision surgery on (B)(6) 2015. The ins flipped in the pocket. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent. Vision surgery on (B)(6) 2015. The ins flipped in the pocket. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n493389, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Difficulty recharging was reported, unable to charge. The recharger was not working. The patient gets zero boxes and at times will get two; poor coupling reported. Best recharging practices were discussed with the reporter. Reposition antenna displayed. The antenna locate feature was attempted, got 52, however no boxes were shaded. During the report two coupling boxes were obtained. Repositioning the antenna did not resolve this. The antenna locate feature was attempted, then attempted a recharge session, but did not resolve the issue. The patient was still getting zero boxes and two at times. The patient had vascular surgery on (B)(6) and was in the ICU for 17 days. The patient did not use the ins during this time. The patient has experienced swelling. When the patient got home, immediately set up for it, and found its very slow to go on and process. Couldn't get any filled in blocks and sometimes got two, "goes right now and doesn't stay." The recharger kept showing a thermometer so not working. The reporter was afraid the charge will go out. A company representative saw the patient one week ago and thought possibly it was the swelling that the issue was with the charging system, but not working. The patient was lying in bed because he's still sick and the reporter was holding the antenna over the implantable neurostimulator (ins). It was noted the patient does not use the belt. After the patient came back from surgery, the change was gradual, recharger seemed to be slower. It was then stated that the issue with the recharger first started on (B)(6) 2015. The recharger antenna was damaged. No device was returned. C500. A new recharger antenna was ordered for the patient to see if this helps with the coupling. No symptoms were reported. It was reported a couple weeks later that the patient did receive a new antenna but did not get any better coupling bars. It was also reported that when the ins was first implanted, it was very smooth under the skin. Since the vascular surgery the ins feels like it is broken, can feel the wires under the skin. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.